Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The lot number was not provided, so no batch review could be performed. The device was not returned for evaluation; therefore, the reported problem could not be confirmed and the cause was not determined. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
A customer reported a system error 2367 during therapy on the homechoice (hc). There was patient involvement but no patient injury and no medical intervention related to this event.